Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery of talar components due to the extension of talus to talar neck pegs and tibial component to account for bone loss.

Manufacturer narrative:
Correction - h6 (clinical signs code, device code, results code, conclusion code) the complaint could be confirmed, since the information for evaluation matches the alleged failure. Medical profession reviewed the received information and noted: there are clear signs of loosening regarding the tibial component. Radiolucency and some larger cysts are visible. Anteriorly, the device seems to be impacted/migrated slightly. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. Based on investigation, the root cause was attributed to a patient factors issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery of talar components due to the extension of talus to talar neck pegs and tibial component to account for bone loss.